Manufacturer narrative:
Batch review performed on 22 april 2021: lot 1901605: (B)(4) items manufactured and released on 26-jun-2019. Expiration date: 2024-06-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed by r&d project manager. Visual inspection of the returned component revealed the presence of residual cement in the edge between the distal surface of the baseplate and the keel. No other elements relevant for the event can be identified. The returned device has been dimensionally controlled; its dimensions in terms of: thickness of the wings. Angle between the wings . Shape of the wings. Are in compliance with the specifications required. Reasons for this unlikely event remain unknown. Looking at the baseplate, we con only hypnotize that during the first attempt the bone was not properly prepared; indeed, in the second attempt, there was some residual cement (that we can see today on the baseplate) already solidify that impeded the baseplate to sit properly into the prepared bone; this remains only a supposition that is not possible to be confirmed. From visual inspection there is no evidence that the event is related to a faulty device.

Event description:
During the surgery the surgeon decided to upsize tibia to size 5. All the standard preparation was surgically performed. When cementing the tibia tray would not sit in. Cement removed and preparation done again, still did not sit. Another size 5 tray was opened and used. Seated and cemented without any issues. There was a delay of half an hour due to this event.